Event description:
Literature was reviewed regarding the impact of ongoing primary hemostatic disorders on bleeding events in transcatheter aortic valve replacement (tavr) patients with atrial fibrillation (af). A total of 878 patients (431 without af and 447 with af) were included in the study population. Medtronic (corevalve, evolut r, and evolut pro) and non-medtronic (edwards sapien xt and s3; boston scientific acurate neo) transcatheter valve types were used in the study. The authors observed 172 all-cause deaths and 80 cardiovascular deaths within two years of tavr. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred were described as follows: new-onset af following tavr; major vascular complication; bleeding (minor, major, or life-threatening); transfusion = 2 units; major/life-threatening access site bleeding; coronary obstruction; pericardial effusion; cerebrovascular event/stroke; myocardial infarction; significant paravalvular leak (> mild); and hospitalization for heart failure. No additional adverse events were noted.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: medtronic transcatheter delivery system, product ID: mdt-trans dcs, lot number: unknown. Citation: matsushita k, marchandot b, kibler m, et al. Combination of primary hemostatic disorders and atrial fibrillation increases bleeding events following transcatheter aortic valve replacement. Th open. 2023;7(2):e117-e127. Published 2023 may 11. Doi:10.1055/a-2068-5783 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021), evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.